Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: yellow particles on the gel. Opening device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right device rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right device rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, white calcification/ red particles in the surface of the shell, weight to the spec. Cloudy was observed, after autoclave disinfection process. No openings observed in the device. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, right device rupture. Device has been explanted.